Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heart start x+, displayed a red x on the screen. There was no reported pt involvement and/or pt impact.